Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have black particles in them. The following information was provided by the initial reporter: "customer is reporting black particles inside product 367988, lot 2028429."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes have black particles in them. The following information was provided by the initial reporter: "customer is reporting black particles inside product 367988, lot 2028429."

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes; d9. Returned to manufacturer on: 08/16/2022. H.6. Investigation summary "material #: 367988; lot/batch #: 2028429. Bd received a sample and a photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Black dots were observed on the side of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to introduction of fm during the injection molding process. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.